Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's estimated glucose value (egv) displayed as "normal" on the mobile device. Despite this, the patient began experiencing concerning symptoms including nausea, dizziness, shortness of breath, weakness, dry mouth, and intense hunger. At approximately 9:30 am, the patient drove herself to the hospital. She was unable to check her blood glucose using a glucometer prior to arrival. Upon evaluation at the hospital, her egv was approximately 100 mg/dl, while her actual bg measured 300 mg/dl. The attending physician administered IV fluids. The patient remained in the hospital for approximately six hours before being discharged. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.